Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that during the procedure, the stent met resistance with the guide wire before reaching the haemostatic valve; therefore, the stent delivery system (sds) was removed from the guide wire and it was noticed that the stent was loose on the balloon. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and hub. There was contrast in the hub. The balloon was returned tightly folded with crimp marks between the markers. The stent implant was returned loose on the balloon. The struts were mangled at the proximal end of the stent implant. There were mangled struts in the first two rows of distal struts. The proximal balloon taper was wrinkled. There was inner member bunching at the working length of the balloon, unable to measure the inner member bunching due the stent implant. There was a bend on the hypotube 73.5 cm distal to the strain relief tubing. There was no other damage note to the sds. The protective sheath was returned. Pin gages were used to measure the inner diameter of the protective sheath. The inner diameter was .053 inches. A snap gauge was used to measure the outer diameters of the stent implant. The middle outer diameter measurements did not meet mfg criteria, as they were oversized. A new guide wire was used in an attempt to backload through the catheter, but the guide wire could not pass through the catheter due to the dried blood in the guide wire lumen. The catheter was left soaking for a day in attempt to dilute the blood. Another attempt was made with a new guide wire to backload through the catheter; however, the guide wire could not be advanced due to the dried blood in the guide wire lumen. The stent implant dislodged from the sds and could not be found during analysis. Product performance engineering could not perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.